Event description:
Technician alleged that the nurse call feature is not operable on the bed. No pt impact.

Manufacturer narrative:
Technician discovered that the communication cable connector is damaged. The technician replaced the communication cable to resolve the issue.